Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the lemo connection on the break out box was damaged and could not be connected to the navigation system. No patient was present.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735825 (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.